Event description:
Patient with pacemaker: during the localizer imaging patient squeezed the patient alarm to notify us. Scan was immediately stopped; patient was removed from MRI zone 4 and rep met the patient in zone 3. Patient reported feeling heating in her chest. Medtronic rep present. No harm to patient. Medtronic rep reinterrogated the device.